Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that patient was revised due to loose femoral component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique; however, reported information states that the surgical technique was followed. Follow-up information identified the reason for the lcck revision was that the components used in the previous revision were undersized due to lack of sizes available with standard line product. Per the nexgen cr, ps, cra, lps, and lcck package insert, the risk of implant failure is higher with inaccurate component alignment or positioning. It appears that the femoral component subsidence was caused by selection of undersized components during the previous revision surgery.

Event description:
Additional information received stated that the reason for revision was the components used in the previous surgery were undersized due to lack of sizes available with standard line product.